Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported multiple complications were encountered during impella 5.5 support. One day after implant, it was noted that the pump began to experience high purge pressure. Best practice was discussed with the site and a lyse protocol was forwarded to the staff to troubleshoot the issue. Roughly a week later, the patient was diagnosed with a cerebral hemorrhage. It was documented that heparin had been utilized for support leading up to the cerebral hemorrhage. Therapy was discontinued and the patient passed away the following day.

Manufacturer narrative:
The investigation for the high purge pressure and stroke/cerebrovascular accident has been completed. No product was returned. Log review showed an increase in purge pressure over about 13 hours. The purge pressure leveled out for about two hours before dropping back to normal. Logs showed that heparin was added to the purge fluid shortly after the purge pressure decrease began. There were no abnormalities with the purge after that. The root cause of the high purge pressure was most likely biomaterial buildup. The root cause of the stroke could not be determined without additional clinical details. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-23087 was submitted in accordance with updated procedures.

Manufacturer narrative:
B.2 date of death was incorrectly reported on initial manufacturer device report number 1220648-2024-23087. The date was corrected on follow up report 01 but corrected data information was inadvertently omitted from h.11 on the follow up report 01.